Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing from the guiding catheter could not replicated in a testing environment as the size of the guiding catheter used during the procedure was unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, mid right coronary artery. A 4.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation of an unspecified stent implant. The bdc was advanced to the lesion, inflated to 14 atmospheres, and upon completion of the post-dilatation, the balloon was slow to deflate. Several attempts were made to deflate the balloon by pulling negative for 10 seconds. The bdc was pulled with resistance felt through the unspecified guiding catheter out of the anatomy. Once out of the anatomy the balloon was observed to be still partially inflated. As the post-dilatation was complete a replacement bdc was not necessary. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.